Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A 90% stenosed lesion in the mid superficial femoral artery was treated with three passes of a peripheral orbital atherectomy device. Following treatment, the peripheral viperwire guide wire became prolapsed past a second lesion in the mid anterior descending artery and fractured near the iliac bifurcation. Retrieval of the wire with a snare was attempted, following which a balloon was inserted and used to pin the wire against the catheter and the system was removed. The lesions were treated with balloon angioplasty to complete the case and the patient was in stable condition.

Manufacturer narrative:
The reported viperwire guide wire was received for analysis. A visual examination revealed the core shaft to be fractured and the spring tip to be damaged and deformed. It is unknown if the reported prolapse condition of the spring tip contributed to the fracture. Scanning electron microscopy was performed on the fractured core wire and found evidence of high stress fatigue. This fatigue fracture is the result of an elevated stress environment combined with the spinning oad. However, it could not be confirmed what caused the high stress. Therefore, although the reported guide wire fracture was confirmed, the root cause is unknown. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).